Event description:
Patient maintained on a fidelity iab catheter, 8 fr. 34cc, and balloon developed small leak. Required emergent removal and replacement. Dates of use: 2009. Diagnosis or reason for use: decrease work load of heart post operatively.